Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had fallen/ acetabular components loose per surgeon indicated.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding acetabular loosening involving a trident psl ha cluster 50mm was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Patient had fallen/ acetabular components loose per surgeon indicated.